Manufacturer narrative:
D2b: pro code (product code): fge, nin. G4: premarket / 510(k) #: k152607, k162404, p060006.

Event description:
It was reported that stent damage occurred. A 4.0mmx15mmx150cm express sd renal/biliary stent was selected for use during a percutaneous transluminal angioplasty procedure. The stenosed target lesion was located in the renal vessel. During the procedure, damage was noted to the stent strut. The procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that stent damage occurred. A 4.0mmx15mmx150cm express sd renal/biliary stent was selected for use during a percutaneous transluminal angioplasty procedure. The stenosed target lesion was located in the renal vessel. During the procedure, damage was noted to the stent strut. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, nin. G4: premarket / 510(k) #: k152607, k162404, p060006. Device evaluated by MFR: the express sd was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 24.2cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the reported damage to the stent.